Event description:
Invision-plus IV connector made by rymed technologies broke with the threads cracked off and stuck in the tubing connector. The patient noticed blood on his shirt and realized there was blood coming out of his central line and medication dripping from the line that was not connected into his central line anymore. He took pictures and sent to the sp. He also saved the broken connector and tubing. He is currently out of town so he doesn't have the lot number, but said he will call on monday with it. We have sent him a different brand connector to try because he is afraid to use this brand. He stated he had minor side effects. I did not ask him if it is ok if the manufacturer contacts him. I can ask when he calls with the lot number. He willing to mail the broken connector and tubing. Dates of use: from (B)(6) 2016 to currently. Diagnosis or reason for use: pah.